Event description:
It was reported that pump experienced repeated malfunction alarms, including one that occurred during the night after a previous reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently and used multiple daily injections with insulin pens as backup therapy, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.